Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Cause was not known. Customer consumed juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. It was also reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy.